Event description:
On (B)(6) 2026, the user reported experiencing a whole-body rash that resulted in hospitalization. The user described the symptoms as similar to an allergic reaction and reported being diagnosed with dermatitis. At the time of follow-up, the user stated they were not feeling well. The user's healthcare provider was aware of the event.

Manufacturer narrative:
The user reported managing the symptoms with over-the-counter antihistamines and was advised continuing working closely with their healthcare provider for ongoing evaluation and recovery. Review of the data management system indicated that the user had not been actively using the system since (B)(6) 2026. The user was advised that while not receiving glucose values from the system, they should monitor blood glucose using a meter as a backup and follow the recommendations provided by their healthcare provider. The event was confirmed not to be related to diabetes or glucose measurements.